Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was not oxygenating properly. The product was not changed out, there was no harm to the pt, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available. (B)(4).